Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash under the lifevest. The rash was reportedly red and itchy. The patient's physician gave the patient a pill for the irritation. The patient's physician allegedly said that the rash was a result of a medication. Follow-up indicated that the rash had healed.